Manufacturer narrative:
B3/d10: the event occurred on unspecified dates in october 2025, reported as ¿two mornings in a row.¿ d4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and two (2) amia cassettes. The patient was unable to easily disconnect the transfer set from the patient line of the amia cassettes. This was identified during use of the devices for peritoneal dialysis therapy. The transfer set had been in use for one month and was replaced after the connection issue with the second amia cassette occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.